Manufacturer narrative:
Continuation of d10: product ID 8781, lot# n627454003, explanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 31-mar-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon intrathecal of an unknown concentration at a dose rate of 340 mcg/day via an implantable pump for hemiplegia due to cerebral hemorrhage. It was reported that the patient, who had a pump replacement on (B)(6) 2023, had experienced a pump pocket infection. The onset of the pump pocket infection was mid-may. The date (B)(6) 2023 is considered an approximate date of event (specific month and year known only). It was indicated that the spinal side was not operated on, so the infection should have been in the pocket only and not on the back side. The cerebrospinal fluid (csf) was checked. A new spinal catheter was to be inserted through back operation, and the old spinal catheter was to be cut at the connection part and removed on (B)(6) 2023. A new pump was to then be inserted into the right abdomen (opposite side of previous pocket) and connected to the new catheter on (B)(6) 2023. The old pump was to be explanted, and the catheter on the side of the old pump was to be also removed from the abdominal side and the subcutaneous tunnel was to also be ligated on (B)(6) 2023. The outcome of the event was not recovered. It was indicated that the cause of this pump pocket infection was unknown, but the (B)(6) 2023 operation may have been a factor. The relationship of the pump pocket infection was unrelated to drug, pump, and catheter. The relationship of the pump pocket infection to the procedure was further noted as unknown.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The implant date of the catheter was noted to be (B)(6) 2023. It was unknown if the pocket infection resolved since the replacement procedure was performed. Additional information was received from a foreign healthcare provider via a distributor. The correct implant date of the catheter was noted to be unknown.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# n627454003 serial# implanted: explanted: (B)(6) 2023product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.